Event description:
Event: pt expired. Pt was reported to have an angulated superior aortic neck. The superior attachment system was deployed without incident. An angiogram showed a type I endoleak at the superior attachment system. A stent was deployed, but the stent deployed cephalad. The endoleak was not resolved. The physician decided to convert to standard surgical repair. The pt went into renal failure. A dialysis was strongly recommended but the family had denied the treatment. The pt expired several hours after the procedure.